Event description:
It was reported that the bi-ventricular defibrilllator and leads were removed due to infection of (B)(6). The patient used temporary pacing leads until a new system could be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.